Event description:
The customer reported that the system had poor image quality with only partial images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera and ps3 power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.